Event description:
Additional information was received from the rep and healthcare professional: the patient's recharging capabilities have not gotten better, the issue was not resolved. The physician will re-evaluate the pocket depth after 6 weeks regarding a pocket revision.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there hadn't been any more improvement with regard to the charging issue. The patient was getting by with recharging in small amounts when it would connect. With regard to the shocking when recharging, the patient used the advice from technical services and does not let the metal (on the recharger) touch their skin when charging. The patient's hcp had mentioned maybe doing a pocket revision, but no date had been set. The rep was going to try to get a date for their follow up appointment. The depth of the implant was unknown. No x-rays had been taken. The device was still in use at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when asked if the cause of the issue was determined during the pocket revision the rep replied no and that the physician was just under the assumption that they will need a pocket revision but hasn't added them to the schedule yet. The most likely cause was depth. The issue was not yet resolved.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was unable to connect recharger to ins to recharge. Patient and rep had an appt and rep was able to connect to device but only for a short time. Recharger kept losing connection and device was hard to find by feel. Also called tech services to troubleshoot with patient present. At the time of the call the handset was not communicating with the recharger. The caller tried to use the switch device function to pair the handset to the recharger again and it was not finding the recharger. The rep attempted to connect to the ins with the therapy application and it did not connect. The caller restarted the handset and attempted to communicate with the ins a second time. The handset then connected to the ins with the micro my therapy application. The caller attempted to connect the handset to the recharger and the system connected. When the caller put the recharger over the ins the recharger would connect to the ins and the status was good. The recharger remained connected for about 2 minutes. The rep indicated that the system requires some pressure to get connected. The patient noted some shocking sensation on her skin in the location of the recharger charging pins. The rep indicated that she did not move the recharger and the system lost connection to the ins. After a short time, the recharger connected again and lost connection (the beeps could be heard indicating connection and then a dropped connection). The rep felt like the position of the recharger is to the right of the implant location. The recharger was placed directly on the skin of the patient. The rep could not verify how superficial the ins was and indicated that she thought she could feel the device, but she wasn't sure. Tech support transferred the caller to mobility to attempt to get the log files. The rep attempted to send the files but as of the time of the call the rep was not able to successfully send the email. The rep indicated that she did not have additional time to try to send the files. The rep sent the patient home with recharger from their trunk stock to attempt to charge, and patient¿s recharging system was replaced. (B)(6) 2020 the rep states the issue was not resolved, and it¿s been determined patient will probably need a pocket revision to bring device closer to the surface. (B)(6) 2020 the rep states the replacement of recharger did not improve recharging. No x-ray was taken of the product. No further diagnostics or other troubleshooting were performed but the patient is applying pressure to get a few percentages of charge in from time to time before the charger refuses to connect. Patient weight is unknown. Pocket revision did not take place yet, device was still in use.